Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On event date, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with recurrent left l4-l5 herniation. The investigator noted the event as severe in intensity. Pt underwent physical therapy and tried vioxx and anti-inflammatory medication. MRI in 2000 revealed no recurrent disc, just granulation tissue, await myelogram and CT scan. The outcome of the event is continuing with treatment in 8/2000. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as preop permanent nerve root damage.